Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire and the reported break and stretched coils were confirmed. The reported difficulty to remove was unable to be confirmed due to the returned condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove, core break and stretched coils appear to be related to operational circumstances of the procedure. In this case, it is likely that manipulation during the procedure caused the tip core to kink and the difficulty to remove from the balloon catheter. Further manipulation against resistance ultimately resulted in the core break, stretched and misaligned coils during retraction. The noted teflon coating damage likely occurred during retraction through the torque device and or other accessory devices used in the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a non-calcified, non-tortuous left anterior descending artery. The high-torque versaturn f guidewire was advanced to the lesion. A non-compliant non-abbott balloon was advanced over the guidewire to the lesion then removed after dilatation was performed. Resistance was felt during the withdrawal of the balloon catheter over the guidewire. It was then observed via angiography that the coils were unraveled. The guidewire was removed very easily without complications. A new versaturn f guidewire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.